Event description:
(B)(4). I had essure put in on (B)(6) 2014. I had the normal pain after the procedure. After about a week I was getting excruciating pain near my tailbone area. It really hurt to sit down. I went to a chiropractor to see if something was wrong and he said everything looked ok to him. I started having cramping and lower back pain that would not go away. I was prescribed narcotics to help with the pain because ibuprofen would not work. Heat and ice did not work and the pain medication that I was prescribed barely took off the edge. I went to the obgyn who performed the procedure and we discussed what was wrong with me and he agreed that the only thing that could be causing me the pain was the essure device. I had no other ongoing illnesses, allergies or birth problems. I was fine before I had the essure device put in. The doctor removed my fallopian tubes to remove the essure and to this day I no longer have pain.